Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device lock out and would not fire? No, the device didn¿t lock out. Or, was the firing trigger squeezed, but no staples deployed? Yes, the doctor could squeeze the trigger, but staples were not deployed. The staples were not deployed from the first cartridge; therefore, the staples were missing from the staple line. He tried the same device with a second cartridge, but this stapled the bowel only in partially. Some staples were missing from the staple line. Were there missing staples from the staple line? Yes. If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? B-formation.

Event description:
It was reported that during a subtotal colectomy procedure, the linear stapler was used to close the tissue but it didn't put any staples. The same device was replaced with another cartridge which partially functioned. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the tx60g device arrived with no apparent damage and with two reloads loaded on the device. Both reloads were returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.